Event description:
The string on the tampon broke [device breakage] had to go to the doctor and spend $$$ to have it removed [foreign body in reproductive tract] case narrative: on 24-nov-2023, a spontaneous report was received from a consumer regarding a 39-year old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the patient started use with playtex sport plastic, unscented. On (B)(6) 2023, 3 hours after inserting the product, the string on the tampon broke, and she had to go to the doctor at urgent care and spend money to have it removed. It was noted that it was a very uncomfortable thing to do and very embarrassing. As of (B)(6)2023, the consumer had discontinued using the product. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.